Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a crt-d implant, it was suspected that the outer catheter had caused a dissection of the coronary sinus. The procedure was abandoned. No additional information was available. The patient was stable.

Manufacturer narrative:
The field reports of a flushing issue and the distal tip damaged was confirmed. A complete un-peeled cps catheter was returned with stop-cock and rotating hemostasis valve for analysis. Visual analysis of the cps found both sides of the hub was partially peeled at the peel handle which could have contributed to the complaint detected in the field of a flushing issue. As received, visual analysis also noted the distal tip was damaged \ cracking. The cps was sent to the vendor for detail analysis and the results returned indicated that ¿the perpendicular cracking of pebax and outward peeling found on distal section of the cps direct pl final pack 7.3f 47 115 ous catheter indicates a force was applied from within the catheter. The resistance the physician encountered while flushing contrast and the splitting of the hub is also indicative of increased internal force.